Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of high ventricular rate recorded by the device. Upon further evaluation it was revealed that the right ventricular lead exhibited oversensing due to myopotentials. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of high ventricular rate recorded by the device. Upon further evaluation it was revealed that the right ventricular lead exhibited oversensing due to myopotentials. Programming changes were made. The patient was stable.